Event description:
Customer says the funnel end was placed over the tip of the catheter. Customer found three like that. Not knowing that this had happened customer catheterized and scratched the urethra. Customer talked with a doctor at the hosp. Customer stated the doctor was not very concerned. Customer had bleeding for three days and it has now stopped.